Manufacturer narrative:
Final analysis concluded that analysis was normal. No anomalies were found.

Event description:
It was reported that prior to generator change out procedure for normal eri, variation in r-wave amplitude was noted on the rv lead. The r-wave sensing had dropped. No patient symptoms were reported prior to the procedure. After removing rv lead with a mechanical tool, the atrial lead appeared to have moved and was now tightly wound with no slack. The physician elected to extract the atrial lead. The extractor tool became stuck in the patient's vein and eventually was stuck in the patient¿s shoulder. The patient was bleeding from the wound, but no additional medical treatment was necessary. A snare tool was used to remove the lodged extractor tool. All products were removed successfully. The patient was stable after the procedure.